Event description:
The advocate stated that she performed a control test using the customer's meter and received a result of 177 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.